Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy on (B)(6) 2013. During the procedure, the blade could not cut the target tissue. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.